Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) was not reversing the pulse and restarting the device did not resolve the issue. The customer replaced the device and reported no patient harm.